Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, patient was admitted in ward for overnight care and monitoring. Paramedics gave customer immediately insulin via intravenous drip, treated in hospital and correction with pen. Blood glucose level was 45 mmol/l. Level of ketones was 3.9mmol/l. Hospitalization/emergency medical treatment was required due to any blood glucose value dka seizure or diabetic coma event. Length of treatment was overnight. Symptoms were like feeling sick not herself. No further information available.